Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis manifested by abdominal pain and cloudy peritoneal dialysis (pd) effluent coincident with continuous cycling peritoneal dialysis (ccpd) therapy. It was reported that the patient&#38112;catheter was tucked into the patient&#38112;diaper, also the patient was re-using masks for several days, the patient had multiple caregivers with possible inconsistencies, however, as the exact cause was not specified, the cause of the peritonitis is assessed as unknown. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with two weeks of fortaz (dose, frequency, and route not reported). On an unreported date, the peritonitis was resolved. On an unreported date, the patient and the staff were re-educated on proper aseptic technique. It was reported that the patient&#38112;pd catheter was not removed. No additional information is available.